Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited high thresholds and an unipolar lead impedance warning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient complained of muscle twitching at the implantable pulse generator (ipg) site. It was reported that the right ventricular (rv) lead exhibited high impedance and a polarity switch occurred. A lead fracture at the clavicle was identified. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.